Event description:
On 09/29/98, the FDA investigator visited the fire inspector who was the inspector at the fire, and stated that he could not determine the exact cause of the fire. The fire inspector suspected three different causes of the fire, one of which was medical device. The fire inspector further explained that the device was plugged in to the wall outlet twelve feet away, and not the outlet where he suspected the fire started. The incident report, exhibit 1, concluded the "ignition factor: 00-undetermined/not reported." On 09/29/98 the FDA investigator visited the distributers of the the device. The distributer rep described the use and distribution of the device. The device contains a compressor and a fan. Additionally, once turned off, the device contains no oxygen storage. Forty percent of the 414 units currently leased to consumers are device of this type. The rep stated that he has been in this field for more than ten years and has never heard of a device like this in a fire or starting a fire. The device in question was serviced every ninety days.